Manufacturer narrative:
Device 1: the build lhr for pn: fg 0031-05, ln: 1586872, sn: (B)(4) was examined including the final inspection records and the inprocess measurements. There were no relevant non-conformances associated with the lot. The risk management files were reviewed and no new risks were identified.

Event description:
Information provided states that patient had 2-level m6-c implanted complained of dysphagia seven months post op resulting in the m6 device being explanted. Microbiological culture has detected staph growth 2 days from revision date.

Manufacturer narrative:
The implant was intact as-received. The endplates were attached and the sheath was present. Inspection of the endplates indicated that mechanical damage was present on the outer surfaces, particularly of both endplates, consistent with removal damage. Some small spots of bony ongrowth were also visible on both endplates. Based on the inspection of the two retrieved m6-c devices compiled in the report, in conjunction with the clinical data provided, the devices likely did not fail mechanically. In vivo damage to the sheaths were visible; however, there was no evidence of device collapse. It was reported that infection was present, with pus and inflammation observed, and staph, confirmed. Therefore, it is likely that these devices were removed due to infection, and not device failure.

Event description:
Information provided states that patient had 2-level m6-c implanted complained of dysphagia seven months post op resulting in the m6 device being explanted. Microbiological culture has detected staph growth 2 days from revision date.